Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their pocket when the touch screen became shattered. Customer is unable to see the screen to enter a bolus due to the shatter. Customer's blood glucose was approximately 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.